Event description:
It was reported that the patient was fidgeting, pulling the trach tube and during re-insertion of the trach, it was discovered the trach was broken with a split flange. Additional information received from the customer on (B)(6) 2022: the trachy came out as it was not secured due to the flange breaking. The patient's stoma did have some irritation as a result of this incident in addition to some infection as we did not have enough time to change due to the issue not alarming in good time. We had to re-insert, manually hold whilst the new one was prepared. Has had two infections since then. Medical intervention provided- we had to ambu bag the patient. What is the outcome of the product fault: emergency tracheostomy change and unnecessary distress to the child. Resolved. The tube was changed and then noticed the same fault on that one. They had both only been used once. The patient had 3 tube changes within half an hour. Additional complaint originated to document the second trach tube fault (B)(6).

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.